Event description:
It was reported that the handpiece device "would not grab (secure) the burr." The reporter was unable to determine the precise date of this event. It is unknown if the incident occurred pre-surgery or during the knee and hip procedure. There was no patient or user harm, adverse outcome or injury alleged. It was unknown if an identical spare device was available for use. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and evaluated. (B)(4) evaluated the device and the customer's complaint that this device will not secure a burr was confirmed. A functional assessment was performed which confirmed that the locking mechanism is damaged. This is due to normal wear over time. Should additional information become available, a supplemental medwatch report will be sent accordingly.